Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 322 which was not reproduced. System error 322 was confirmed through review of the event history log. The software was upgraded to correct this issue per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322 during an infusion of norepinephrine at the rate of 7 mg/hr (programmed amount unknown) in the medical intensive care unit. The customer state the patients blood pressure dropped d when the system error 322 message stopped the infusion and the blood pressure was 126/83. The customer also stated that there was a 5 minute delay in the therapy when the pump was switched for another pump.